Event description:
Clinic notes dated (B)(6) 2013 noted that the patient continues to have syncopal spells and admits to suicidal ideation. It was reported that the patient underwent a 48 hour holtor for the syncopal spells and that the patient passed out once during the monitoring. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
.